Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had an intermittent act button due to moisture damage on keypad trace. No frozen screen noted. All operating currents are within specifications. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump is frozen, and there is a message that says battery out limit. It was also reported that the buttons on the insulin pump are unresponsive, and the insulin pump will not restart. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.